Event description:
Country of complaint: (B)(6). Complaint reports: according to our customer the thread breaks quite easily.

Manufacturer narrative:
Samples received: 1 open and 37 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are units in OEM stock. OEM received 37 closed samples and one open and unused sample with the thread still wound on the pack. Tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.